Manufacturer narrative:
(B)(4). It was reported that in (B)(6) 2006 the patient underwent partial mesh removal due to mesh ¿grew into the bladder¿ causing an abscess and infection. It was reported that following the procedure the patient experienced pain, urinary/bowel problems, organ perforation, recurrence, dyspareunia, erosion, infection, bleeding, and other symptoms attributed to the mesh implant. No additional information was provided.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent cystocele repair and cystoscopy due to urinary incontinence and cystocele. It was reported that the patient underwent removal of mesh on (B)(6) 2006, due to incision and debridement of mesh, transurethral laser ablation of mesh, repair of bladder and cystoscopy.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.